Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with anemia. The patient was asymptomatic and lvad parameters were within normal limits but lactate dehydrogenase (ldh) was trending upwards and total plasma hemoglobin was 3 times higher than normal. A review of the log files by technical services found flows above normal parameters, potentially indicating thrombus. Additional information was received that patient had chronic anemia from chronic disease, and was treated with two total units of packed red blood cells (prbc). Hemolysis labs were trended and an echocardiogram was done to see if aortic insufficiency was contributing to high ldh.

Event description:
It was reported that the patient had trace aortic valve regurgitation prior to lvad implant that had worsened to mild-moderate regurgitation. The results of the echo stated that the left ventricle was mildly dilated, and there was a left ventricular end diastolic diameter (lvedd) of 5cm. The left ventricular systolic function was severely reduced, and there were aneurysmal basal inferolateral segments. There was an inflow peak velocity of 1 m/s, and the visually estimated ejection fraction was 15%. There was left ventricular diastolic dysfunction, and the atrial pressure could not be determined. The right ventricle was dilated, and the ventricular systolic function was moderately reduced. A pacemaker lead was present in the ventricle. The right ventricular outflow tract (rvot) velocity time integral (vti) of 10 cm. There was mild to moderate aortic valve regurgitation and brief systolic opening. There was moderate tricuspid valve regurgitation and low normal central venous pressure. The patient¿s ldh decreased to 674 during the most recent check.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted log file showed that throughout the log files, several elevations in pump power and calculated flow were captured. Pump power ranged from 6.3 watts to elevations as high as 8.4 watts, while pump flow ranged from 4.8 liters per minute (lpm) to elevations as high as 8.2 lpm. A specific cause for the changes in pump parameters cannot be conclusively determined. Additional information revealed that the patient had chronic anemia from a chronic disease. The patient was given two total units of packed red blood cells (prbc) to treat the anemia. The source of the hemolysis was investigated by trending the hemolysis labs, and an echocardiogram (echo) was given to see if the aortic insufficiency (ai) was contributing to the high ldh. This aortic valve regurgitation existed prior to the vad implantation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09oct2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 1 of the IFU, ¿introduction¿, listed bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.